Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("hurts to the point of crying"), migraine ("migraines"), abdominal distension ("bloating"), pruritus ("uncontrollable itch from head to toe"), skin swelling ("skin swells") and dyspareunia ("intercourse is a nightmare"). Essure was removed. At the time of the report, the medical device removal, pain, migraine, abdominal distension and pruritus outcome was unknown and the skin swelling had not resolved. The reporter considered abdominal distension, dyspareunia, medical device removal, migraine, pain, pruritus and skin swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurts to the point of crying') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), pruritus ("uncontrollable itch from head to toe"), skin swelling ("skin swells") and dyspareunia ("intercourse is a nightmare"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, migraine, abdominal distension and pruritus outcome was unknown and the skin swelling had not resolved. The reporter considered abdominal distension, dyspareunia, migraine, pelvic pain, pruritus and skin swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Event medical device removal deleted. Event pain updated to pelvic pain female and surgery added to event pelvic pain on 29-may-2020: pfs received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.